Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, scope communication error code(e216) showing on monitor and screen due to bad video cable and connector and failed water leak test due to cracks on video connector and cable (physically damaged). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head had failed water leak test and scope communication error code showed. There was no patient involvement.